Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, the cartridge would not fully slide into place on the pump and the cartridge looked "bowed". A cartridge change was performed resolving the issue. Customer¿s blood glucose level was in 74-79 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.